Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient needed more atrial pacing. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will continue to be monitored and will be revised at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. The patient does not require atrial pacing, so the device was programmed vvir. No adverse patient effects were reported.